Manufacturer narrative:
Exemption number e2019001. Visual and functional analysis was performed on the returned device. The reported balloon rupture was not confirmed. The balloon was tightly folded. There was no damage noted to the balloon dilatation catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints. The investigation was unable to determine a cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. The armada 2.5 x 40 mm was prepped without issue; however, during use, the balloon ruptured at 4 atmospheres. There was no reported adverse patient effect or a clinically significant delay in the procedure. A second balloon was used to complete the procedure. No additional information can or will be provided.